Event description:
Complainant alleged that while attending to a male patient, the device did not display an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a sheild on the system board. Trend analysis for failures of this type does not indicate an increase in frequency.